Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: white calcification on the shell, crease fold, and one curved opening on the posterior. Leak test and microscopic analysis were performed which identified two striated openings on the radius, one striated opening on the posterior, and wear abrasion. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was three striated openings on the radius and posterior assessed as surgical damage consistent in the use of some surgical tools.

Event description:
Patient reported left side exchange due to concern with the product. Healthcare professional reported capsular contracture baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient product concern.

Event description:
Patient reported left side exchange due to concern with the product. Healthcare professional reported capsular contracture baker grade iii/IV. Device has been explanted.